Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the bd pegasus¿ safety closed IV catheter system was being pulled out of the patient during use after the surgery, it was found to be shorter than normal. The catheter was measured at "11.5mm" instead of "19mm", indicating it had broken off inside the patient's body. The patient was transferred to the ICU due to "hypertensive encephalopathy", but the feedback from the ward claimed no broken piece was found in the patient. A contrast-enhanced ultrasound was performed, where the broken piece was confirmed to be in the blood vessel. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was the lying-in woman with 28 weeks in the ward 6. She had pre-eclampsia with the serious condition. She went to hospital at 4:45am on (B)(6), at 5:40am after hospitalized, the patient had convulsion, during that time the nurse was following doctor's advice to puncturing with 24g pegasus, the nurse expressed that the process was normal and the blood drawn process was good. After puncturing, the patient was giving 2ml diazepam and 5ml urapidil, the process of drug injection was also well, there was no abnormal in the puncturing site. During injection, the patient was always dysphoria, it needed 5 people to press her arms and legs, after injection, the patient calmed down, so it was continued to give the patient injection with 200ml sodium lactate ringer. The vein infusion was normal, but the patient went dysphoria, so the nurse changed to give infusion with 125 ml mannitol, and nurse transfered the puncturing site to patient's left upper limb by following doctor's advice. So far the venous access was discontinued and indwelling was maintained. The patient needed to be continued to salvage in the operating room, and this access was not used during the process. After the surgery, the nurse removed the needle and felt resistance. The nurse found the catheter was shorter that the original , and they measured the length of the catheter was about 11.5mm, the normal catheter should be 19mm. The patient was transfered to the hospital's ICU for further action at 11:20am, on (B)(6) because of hypertensive encephalopathy, on (B)(6), the feedback from the hospital showed that there was no broken part in the patient's body. "The broken catheter was confirmed to be in the blood vessel near the puncture point by contrast-enhanced ultrasound."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-05-20. Investigation summary a device history review was conducted for lot number 9168760. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned to our facility for inspection; based on microscopic evaluation of the damaged section of the catheter tubing our investigators identified tell-tale white stress marks on the surface of the tubing that are indicative pull force stress. Further, the damaged cross-section of the device shows four white spots of increased stress that suggest the device's tubing was bent numerous times. Additionally functional testing of the retention samples found the device to be within the acceptable limits established by product specifications for resistance to pull force application. Based on the results of our investigation the root cause for this complaint could not be associated with the manufacturing process.

Event description:
It was reported that when the bd pegasus¿ safety closed IV catheter system was being pulled out of the patient during use after the surgery, it was found to be shorter than normal. The catheter was measured at "11.5mm" instead of "19mm", indicating it had broken off inside the patient's body. The patient was transferred to the ICU due to "hypertensive encephalopathy", but the feedback from the ward claimed no broken piece was found in the patient. A contrast-enhanced ultrasound was performed, where the broken piece was confirmed to be in the blood vessel. The following information was provided by the initial reporter, translated from chinese to english: the patient was the lying-in woman with 28 weeks in the ward 6. She had pre-eclampsia with the serious condition. She went to hospital at 4:45am on 12 may, at 5:40am after hospitalized, the patient had convulsion, during that time the nurse was following doctor's advice to puncturing with 24g pegasus, the nurse expressed that the process was normal and the blood drawn process was good. After puncturing, the patient was giving 2ml diazepam and 5ml urapidil, the process of drug injection was also well, there was no abnormal in the puncturing site. During injection, the patient was always dysphoria, it needed 5 people to press her arms and legs, after injection, the patient calmed down, so it was continued to give the patient injection with 200ml sodium lactate ringer. The vein infusion was normal, but the patient went dysphoria, so the nurse changed to give infusion with 125 ml mannitol, and nurse transferred the puncturing site to patient's left upper limb by following doctor's advice. So far the venous access was discontinued and indwelling was maintained. The patient needed to be continued to salvage in the operating room, and this access was not used during the process. After the surgery, the nurse removed the needle and felt resistance. The nurse found the catheter was shorter that the original , and they measured the length of the catheter was about 11.5mm, the normal catheter should be 19mm. The patient was transferred to the hospital's ICU for further action at 11:20am, on 12 may because of hypertensive encephalopathy, on 13, may, the feedback from the hospital showed that there was no broken part in the patient's body. "The broken catheter was confirmed to be in the blood vessel near the puncture point by contrast-enhanced ultrasound".